Event description:
Closed suction procedure being performed. Respiratory care practitioner (rcp) was advancing the size 8 fr halyard closed suction system into the patient's ett. As the catheter was being withdrawn, the rcp noticed that the catheter was dislodged and separated from the thumb valve of and the protective sleeve of the catheter. Rcp manually removed the suction catheter from the ett. Patient had no sequelae.